Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has a fracture.

Manufacturer narrative:
Concomitant medical products: 5076110 lead, implanted: (B)(6) 2005, 6947100 lead, implanted: (B)(6) 2005, addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance qualified as high. The ra lead was reprogrammed off and remains in the patient. No patient complications have been reported as a result of this event.